Event description:
It was reported that during the procedure an absolute pro .035 self expanding stent system was being used to treat an external iliac lesion. However, the thumbwheel jammed and the stent did not deploy. Therefore, the device was removed from the patient, and the procedure was completed with another non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. Return device analysis identified that the stent was exposed for approximately 4mm. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Manipulation of the device resulted in the noted partially exposed stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.